Manufacturer narrative:
An event regarding seatingt/locking issues involving a trident shell and a mdm liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that upon completing hip surgery and looking at post op x-rays have concern that liner may not be fully engaged.

Event description:
It was reported that upon completing hip surgery and looking at post op x-rays have concern that liner may not be fully engaged.

Manufacturer narrative:
It was noted that the device is not available for evaluation because device remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.